Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received and it was reported that on (B)(6) 2013 a catheter revision was done. A spinal segment of catheter was implanted and spliced to the existing catheter to restore intrathecal access for drug delivery.

Event description:
Additional information was received and it was reported that the patient had continual seroma formation with inability to resolve; identified as csf leak resulting in surgical removal of the device. Additional information was received and it was reported that the csf seroma/leak was where the catheter was inserted into the intrathecal space. They had drained it about a dozen times and it continued to grow. A revision was planned to remove the distal catheter. Additional information was received and it was reported that the csf seroma was located on the patient¿s back. The csf was leaking around the catheter insertion site. Additional information was received and it was reported that on (B)(6) 2013, the physician decided to open up the spinal incision, cut the catheter and remove the intrathecal portion of the catheter; he removed 38cm and the anchor and tied off the pump segment with a couple of knots and two sutures. The physician elected to leave the drug in the pump and put the pump at minimum rate. The system was no longer intact and the patient was not getting any therapy.

Manufacturer narrative:
Product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported that the patient had a cerebrospinal fluid (csf) leak at the distal segment of the catheter. There was a large csf collection (150cc) in the lumbar subcutaneous area. The patient received a blood patch on (B)(6) 2013 to address the csf leak. The patient status was reported as ¿alive - no injury/no adverse event.¿ the pump was delivering prialt.